Manufacturer narrative:
Additional information from the user facility states the device fragment was lodged in the patient¿s ureteral wall. There was minimal bleeding observed that resolved without additional intervention. The device fragment was retrieved with a non olympus endograsper.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time.

Event description:
Olympus was informed that during an unspecified procedure, the urethral access sheath was noted to be fractured with a portion remaining in the patient¿s ureter. The user facility reported that further intervention was required to remove the device fragment, which resulted in the procedure being prolonged by 3 hours. The type of injury the patient sustained is unknown. It is unknown if the intended procedure was completed.